Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was an alert for a noise reversion. The electrogram taken suggested three short bursts of large-amplitude atrial noise. It was also reported that there was inappropriate automatic mode switch, and noise sensing. The noise implied no atrial pacing inhibition. The patient was being monitored and was stable.